Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by animas on 2/3/2017 with the following findings: the audio bolus button cover was found to be damaged but still responsive to user presses.

Manufacturer narrative:
The device was returned and evaluated by animas on 2/3/2017 with the following findings: display is dim/fading (pink). Battery compartment crack below the bumper traveling toward the case seal.